Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Natus eds 3 - evd leaking at the site of the stopcock.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Information for section d4., was not provided by the customer. Full details for the initial reporter was not provided for section e1., 27-nov-2024: natus received a notice of MDR report # mw5162003. Form indicates on october 22nd, customer found the evd leaking at the stopcock. Customer confirmed the device is available to be returned, however no additional complaint details or contact information was provided on the form. Natus attempted to search on database to find a match for the contact but could not find any results. Per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.40. Cause - leakage of csf from the stopcock effect (harm) - over drainage of csf and infection residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Natus eds 3 - evd leaking at the site of the stopcock.